Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 25 february 2025 and 26 february 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed droplets of fluid inside a bag that contained the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked within the sealed over pouch. The device contained fluorouracil 4300mg in 230ml of glucose 5%. This occurred prior to patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.